Event description:
Customer reported she was hospitalized with low blood glucose of 25 mg/dl. Customer stated that she was not feeling well that morning and hadn't slept well. Customer also reported she experienced sensor reading discrepancies. The sensor was reading 392 mg/dl and blood glucose was 189 mg/dl at 9 am. At 10 am the sensor was reading 326 mg/dl and blood glucose had dropped to 29; she treated with soda. At 11 am blood glucose was 48 mg/dl and sg was 132 mg/dl. Latest readings were bg 312 mg/dl and sg 238 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-47607.